Event description:
A healthcare worker reported having symptoms for nearly a week of "headache everyday (like a sinus headache) and feels nauseated and cannot eat anything." The hcw stated that while at home the headaches were intermittent. She has been nauseated as well as loss of appetite. She stated that she is drinking some fluids. The hcw did seek medical attention. The doctor's diagnosis is unknown at this time. Per the healthcare worker's supervisor, she was absent from work for 5 days and has returned to work. A very strong odor / smell was reported, coming from the sterrad 200 when it was running. The hcw does not recall smelling this odor before. This complaint is being reported to FDA as a serious injury report for symptoms related to the strong odor.

Event description:
New information received regarding healthcare worker: the healthcare worker is a civilian employee. "Her treatment was as follows: she was seen by the emergency room (ER) and treated for the headache and nausea. She has not been able to see her normal provider since they no longer are available as sammc. She manages the symptoms by going to the emergency room at the onset of the episode. She reports going to the emergency room and being seen and treated by the emergency room two times for these episodes of headache and nausea." The treatment provided is unknown.

Manufacturer narrative:
Conclusion code: other: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(6) 2012 to (B)(6) 2012) revealed a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(6) 2012 through (B)(6) 2013 and revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code allergic reaction was completed from (B)(6) 2012 through (B)(6) 2013 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. A less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The asp field service engineer replaced the vacuum pump, catalytic converter and oil mist filter. The unit was left in working order. The vacuum pump, catalytic converter and oil mist filter were returned and tested. The vacuum pump passed a test cycle and no noticeable odor was detected. The reason for return of the vacuum pump was not confirmed. The oil mist filter emitted a strong smell of oil. The reason for return of the oil mist filter was confirmed. The catalytic converter emitted a strong smell of oil and weighed (B)(4) grams (acceptable weight 548 to 605 grams). The reason for return of the catalytic converter was confirmed. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4) loss of appetite, absent from work, sought medical treatment.